Manufacturer narrative:
12 opened knives, in a box, with blades out of sheathing were received for the report of blade did not cut. Samples were visually inspected and found to be nonconforming. Sample #3, 5, 7, 8, 10, 11 had bent tips and damaged cutting edges were observed. Sample #1, 2, 4, 6, 9, 12 had bent tips. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the photos attached to the parent file were reviewed by the manufacturing site. Photos show packing lists with lot numbers not related to this qs. Reported issue cannot be confirmed from photos. The videos attached to the parent file were reviewed by the manufacturing site. The videos show an eye under surgery with knife attempting to make an incision with difficulty. Reported issue confirmed from videos. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of blade did not cut. A nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery, the ophthalmic blade failed to make an incision. The surgery was completed by switching the product. The impact on the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).